Event description:
The customer's wife reported via phone call the customer had taken the insulin pump off and does not want to use it anymore. Customer's wife stated that the customer was having high blood glucose today. Customer's blood glucose was 400 mg/dl. Customer called the trainer and was instructed to treat with a lantus. Customer's wife was advised that if the customer's blood glucose does not go down, they should contact a hospital for assistance. Customer's wife declined troubleshooting because the customer no longer wishes to use the pump and does not plan to put it back on.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.